Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step for oxygen low flow. The device's sensor board needs to be replaced to address the issues. During inspection of the unit noticed oxygen tube was pinched causing test failure. Also noticed the active exhalation control module is tobacco contaminated and has been replaced as a precaution. The device passed all testing.